Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of an interlink blood set separated from the tubing during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the tubing was separated from the inlet port of the male luer. The remaining solvent bonds were then pull tested with no failures noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.